Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer ref.#:(B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. Simulated use testing of the received air gas module has not reproduced the described customer issue with the ventilator not passing the pre-use check. Evaluation of the received device logs could confirm the reported event. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. As we have not been able to reproduce the failure, the cause of the reported event could not be determined.

Event description:
Manufacturer ref.#: (B)(4).